Event description:
The customer reported noise occurred during inspection for use involving an olympus video system center. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.